Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. The motor passed motor test. The insulin pump was unable to verify no delivery alarm due to prime anomaly. The insulin pump received with minor scratched display window, cracked battery tube threads and broken reservoir tube lip.

Event description:
It was reported the customer received a no delivery alarm during bolus, despite replacing the infusion set. Customer's blood glucose was not known. It was also stated a motor error occurred during priming and there were cracks near the battery compartment. Customer was advised the device would be replaced and agreed to return the product for analysis.